Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing shortness of breath and pre-syncope presented in the emergency room. Upon interrogation, the right ventricular lead exhibited loss of capture, high impedance, and fracture. The lead was heavily damaged during explant procedure. The lead was explanted and replaced successfully. The patient was in stable condition.